Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device and in filters,headaches, sinus infection, cough, terrible mucus, nasal/throat irritation or soreness, chest pressure, upper airway irritation, respiratory tract irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of fine dust contamination in the blower and throughout the airpath, black mark on the front panel aligns with damage to the top enclosure, white contamination in the air inlet . The manufacturer found no evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found an unknown brown contamination in the chamber interior near the wire cover. The device's downloaded event log was reviewed by the manufacturer and found 32 errors logged. The manufacturer concludes the contaminates found were consistent with fine dust contamination in the blower and throughout the airpath, black mark on the front panel aligns with damage to the top enclosure, white contamination in the air inlet and an unknown brown contamination in the chamber interior near the wire cover of the humidifier was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.